Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under PMA number p010014.

Event description:
It was reported that the patient underwent a partial knee arthroplasty in (B)(6) 2016. It was further reported that a revision procedure has been indicated due to tibial fracture; however, no revision has been reported to date.